Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 1 bd syringe 0.3ml 31ga 8mm was unable or difficult to aspirate. The following information was provided by the initial reporter : material no. 328512 batch no. Unknown. Consumer reported that the syringe will not draw. Consumer does not re-use. Consumer stated that she does not have the lot #. Date of event: unknown. Samples: available - sending mail kit.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Reported medical device lot # : unknown - unknown device expiration date. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown for reported unknown medical device lot #.

Event description:
It was reported that 1 bd syringe 0.3ml 31ga 8mm was unable or difficult to aspirate. The following information was provided by the initial reporter : material no. 328512 batch no. Unknown. Consumer reported that the syringe will not draw. Consumer does not re-use. Consumer stated that she does not have the lot #. Date of event: unknown. Samples: available - sending mail kit.